Event description:
During a da vinci system verification by intuitive surgical, inc. Representative or the technical field specialist (tfs) found repeated system errors on the patient side manipulator (psm) arm. Tfs performed brake test on the arm and it failed. No patient involvement or impact occurred. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected arm.

Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi for evaluation. Failure analysis investigation found that the arm failed the in-house weight brake drop test for axis-2. Both axis-1 and axis-2 brakes were replaced and the arm was upgraded to next revision. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the weight brake drop test during failure analysis. Although this was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.